Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient, at some time in the past, had a blood glucose (bg) between 250 and 500 mg/dl, with polydipsia and rapid, deep breathing/ shortness of breath/chest pain. The patient alleges the event was due to the pump and discontinued pump use at that time. Trouble shooting with customer support did not reveal any delivery issues but the patient discontinued pump therapy because of the alleged inaccurate delivery issue. The pump will be replaced. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.